Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with threshold suspend and was hospitalized for high and low blood glucose levels. It was reported that the customer had to change out the batteries frequently, had rainbow effect on the display, cracks around the display and the buttons were unresponsive. No further assistance provided, the customer declined help line assistance.